Event description:
It was reported that during a procedure using an ambient super turbovac 90 ifs wand, the device encountered an e7 error code. The surgeon opted to complete the procedure using a competitive device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual inspection under magnification shows moderate wear on the electrodes with signs of activation. The insulation on the return shaft is burnt and compromised. The spacer and other components at distal end are discolored. There are no manufacturing abnormalities visually observed with the returned wand. The complaint was verified, but the root cause could not be determined with confidence as there are several factors that could contribute to an e-7 error. The rf controller may have been turned off following connection of the wand or source power may have been interrupted prior to wand activation. The ambient super turbovac 90 ifs wand incorporates a single-use feature which is designed to prevent reuse of the wand. Another factor that could contribute to an e-7 error include disconnecting the wand from the controller after power has been turned on. In addition, previous use or incorrect power cycling of the controller can also have an effect on the wand¿s life cycle. Also, a reprocessed wand used by the customer will exhibit an e-7 error.